Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the balloons had a hole. There was no patient injury. No further details are available.

Manufacturer narrative:
A non-conformance review could not be performed because no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no devices returned for evaluation; therefore, the affected product(s) could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We are unable to associate this reported issue with an open CAPA due to no photo or sample received for evaluation. We will continue to monitor related reports to determine if additional actions are necessary.